Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The battery status was elective replacement indicator (eri) which was set after explant. A review of the device memory noted not resets, errors or fault codes. A review of the recorded episodes noted noise that appears to be environmental. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
This product has been returned and is currently undergoing laboratory analysis. This report will be updated upon its completion.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received several inappropriate shocks. Boston scientific technical services (ts) reviewed stored episodes noting instances of oversensed noise as well as double detection of signal. It was noted that one instance of inappropriate therapy led to rhythm acceleration that appeared to resolve spontaneously. Ts provided suggestions for additional system assessment. The patient presented for follow-up during which noise was reproducible during provocation testing. A revision procedure was later performed wherein the s-ICD and associated electrode were explanted and replaced. No adverse patient effects were reported.